Event description:
It was reported that customer was having problems with sensor. It was reported that transmitter was not no flashing. Caller reports that needle hub was difficult to remove and once it was removed and sensor was removed, cannula was not attached. It was not certain if cannula was still in the body. Customer's blood glucose was 392 mg/dl. After troubleshooting, caller was advised that sensor would be replaced and to send sensor back for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.